Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was leaking while worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. The length of the soft cannula was observed to be out of specification. No abnormalities were seen in the download data. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. Due to the soft cannula being torn, a leak test could not be performed to check for any leaks along the fluid path. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.